Event description:
It has been reported to us that during the procedure, the hub of the introducer became detached from the shaft resulting in excessive blood loss from the patient. The patient is reported to be ok at this time. At this time no additional information has been provided.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.